Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting constant beeping tones. The device magnet functions were reviewed noting enable on, change tachy off, and beep on paced/sensed events off. The beeping tones did cease when enable was set to off, however they would resume when reset to on. The decision was then made to explant the device.